Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint #(B)(4), on the device. This pump underwent routine maintenance where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. Recalibration of the pump, setting the 350 psi threshold to 340. The recalibration was confirmed to successfully have addressed the issue.

Event description:
On 04/08/2024, during the preventive maintenance (pm), the device was reported that the 30 psi value failed.